Event description:
It was reported, on (B)(6) 2025 in the morning, intubation of the patient was performed. Suctioning was performed every hour after the start of use. On (B)(6) 2025 at 10:00 a.m., suctioning was performed due to the patient choking; a cuff leak occurred after suctioning. The tidal volume and spo2 of the patient dropped. The doctor reintubated the patient with a new tube. It was additionally reported, the cuff has continually inflated for over 100 hours when the suction end of the tube was capped.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 20 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, on (B)(6) 025 in the morning, intubation of the patient was performed. Suctioning was performed every hour after the start of use. On (B)(6) 2025 at 10:00 a.m., suctioning was performed due to the patient choking; a cuff leak occurred after suctioning. The tidal volume and spo2 of the patient dropped. The doctor reintubated the patient with a new tube. It was additionally reported; the cuff has continually inflated for over 100 hours when the suction end of the tube was capped.

Manufacturer narrative:
Correction: h6. The product involved in the report was not returned for evaluation, but the reporter did provide photographic images which confirmed the event as report; however, the root cause could not be determined. The device history record for lot 2402tvu0579m was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 july 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.